Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 54 mg/dl at the time of incident. Customer stated that they already treated low blood glucose and they declined for troubleshooting. Customer stated that the auto mode feature was of insulin pump was active. Customer stated that the insulin pump had sensor updating alert. The insulin pump will not be returned for analysis.